Event description:
Customer reported that the slider and pull tab broke off the right side panel. There was no pt incident or injury reported.

Manufacturer narrative:
Results - the reported issue for slider broke off was confirmed. However the pull tab is intact and was not confirmed. The inspection of the returned product revealed the pt access front side panel mattress envelope connecting red zipper slider body is open. Note: posey instructions for use has a warning statement: never try to rip a panel open, as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. (B)(4).